Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a gastroscopy procedure performed in the esophagus on (B)(6) 2013. According to the complainant, two additional bands deployed prematurely, after the first band was deployed. During the second rotation of the handle another two bands fired off prematurely, after the second band was deployed. No attempt was made to retrieve the prematurely deployed bands. No damage was noted to the device, or packaging, and there was no reported issues assembling the device for use. Another speedband superview super 7 device was used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.